Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemangioma resection of the left upper arm, the patient wound was suture with the device, however the needle broke three quarters of which were under the incision and one quarter were on the suture line. After finding the broken needle, the doctor found three-quarters of the broken needle under the incision. After taking it out, the doctor checked the whole needle with the nurse under the stage and confirmed that the two broken ends were a good needle. There was no patient injury.